Event description:
Technician alleged that the head will not go up or down and is stuck half way up. No pt impact.

Manufacturer narrative:
The tech replaced the head motor assembly to resolve the issue.